Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced catheter broke. The following information was provided by the initial reporter: the product broke in half while simply peeling from the wrapper. Spontaneously discharging where the needle is retracted in the hub (all while still in the plastic sheathing). The product also sheered inside the patients arm with any attempt to thread into veins.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced catheter broke. The following information was provided by the initial reporter: the product broke in half while simply peeling from the wrapper. Spontaneously discharging where the needle is retracted in the hub (all while still in the plastic sheathing). The product also sheered inside the patients arm with any attempt to thread into veins.